Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.

Event description:
It was reported that the procedure was to treat a narrow mid left anterior descending artery that was 95% stenosed. On (B)(6) 2014, the patient presented with intermittent angina. Therefore, a 2.5 x 18 mm xience xpedition stent was implanted, and the patient was discharged on (B)(6) 2014. On (B)(6) 2014, the patient was re-hospitalized for cerebral infarction. Expectant treatment was done and the patient was discharged on (B)(6) 2014. The patient is stable and according to the physician, the relationship between the event and the device is unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. The reported patient effect of cerebrovascular accident is listed in instructions for use everolimus eluting coronary stent systems, xience xpedition as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.